Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus element plus, mr, ous 3.00x20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent showed damage to the proximal struts, the struts moved 9mm in a distal direction from the inside of proximal markerband. The centre rows were stretched and damaged; also row 1-4 on the distal end of the stent were pulled over distal tip. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found slight kinks along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-apr-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The concentric target lesion was located in the left anterior descending (lad) artery. A 3.00x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another promus element¿ plus stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.